Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller indicated that a patient they knew received two defective pacemakers and to expect a grievance to be filed. No identifying information could be gathered as the caller disconnected the call. Product status is unknown. No patient complications have been reported as a result of this event.